Manufacturer narrative:
Abbott field service (fs) performed on-site troubleshooting and determined the source of the smoke to be the scc power supply. The damage associated with the smoke was isolated to the power supply. Fs resolved the issue by replacing the power supply. A review of the c804035 instrument service history found no additional reports of smoke reported on or around the date of this complaint. A review of tracking and trending for the power supply found no issues or trends. There is no indication of trends involving the clinical chemistry systems related to the current complaint. The 2019 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number: (B)(4), or the power supply was identified.

Event description:
The customer observed smoke from the architect c8000 analyzer. The integrated equipment was turned off and when turning on the cpu visible smoke could be seen. No injury or impact to the user was reported.